Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Nurse reported that the system displayed a message concerning it's temperature. System did not complete calibrations after the system message was received. One pt that had received topical anesthesia was canceled, and other cases planned for the same surgery day were canceled and rescheduled. Nurse reported that there was no harm to any pt, due to this report.